Event description:
It was reported that a vns patient was experiencing unspecified local left neck symptoms for which the patient's leads were "electrically isolated" using an insulating material like teflon. Good faith attempts to obtain additional information regarding the reported event, and patient have been unsuccessful to date.